Event description:
Death. Info has been received from the distributor concerning a pt with a history of venostasis, swelling in the ankles, and osteoarthritis. The pt was treated with synvisc (hylan g-f 20) for osteoarthritis in 1997. Add'l suspect medications include lidocaine (lidocaine hydrochloride) (injection) (MFR and dosage form not specified) and cortisone (MFR and dosage form not provided). Therapy included three injections in each knee over a four hour period. Each injection contained a mixture that consisted of an unknown dose of lidocaine, 2ml of synvisc, and "a huge amount of cortisone". The three medications were mixed in a single syringe prior to the injections. The pt died (death nos) less than ten hours after the injections. The reporter did not provide add'l details.